Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There was a hypotube kink 76cm from the tip. There was tip damage. Functional testing using an inflation device was used to inflate the balloon to the rated burst pressure and revealed a pinhole in the balloon material. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. A 2mm x 40mm x 144cm coyote¿ es balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. A 2mm x 40mm x 144cm coyote¿ es balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.